Event description:
It was reported that the pt's pump medication concentration was changed from 500 to 1000 mcg/ml and the dose was increased from 100 mcg/day to 120 mcg/day; bridge bolus was not performed. The concentration was left at 500 mcg/ml on the programmer and the dose was adjusted to 120 mcg/day; by 1.5 day later, the pt was receiving double their dose. The pt experienced an overdose; the pt was "obtunded" and had "glazed eyes". The pt was reported to be non-verbal. A plan was made for the pt to be seen by the physician for pump reprogramming and possible inpatient treatment. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.